Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was lost (ml)? Uncertain, but not significantly more than normal. Did the patient require a transfusion? No. What other color cartridge was used before this event? A single black ecr60t. Was buttressing material utilized? If so, which product? No ¿ never uses buttress. What was the patients bmi and gender? Female, (B)(6). Bmi unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Additional attention was paid post-op to watch for potential leak ¿ patient discharged on schedule with no leaks after 2 days.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second fire when the jaws of the stapler were opened, significant bleeding was seen. Further inspection of the patient side of staple line revealed no staple form about midway to the distal end. Visual inspection of the reload showed damage inside the channel. The same device was reloaded with another green reload and fired to continue the sleeve staple line. Inspection showed good staple formation. The surgeon then oversewed the incomplete portion of the staple line with endostitch. The patient will be monitored for potential leaks.